Event description:
Information received by medtronic that the insulin pump used to speedup sometimes at the time of use. The insulin pump had rejected the new batteries at room temperature. The customer did not like the frequent calibration of the insulin pump at the time of calibration. No harm or medical intervention was requiring. The insulin pump will not be sent for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.